Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving an extension set with abnormality was identified in a filter. A black stain was observed at the outlet port, which may indicate potential contamination. There were no patient involvement and no occupational exposure reported. No injury or adverse event was reported.